Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective stimulation due to one lead having migrated. Additionally, diagnostics indicated high impedance readings. Surgical intervention was undertaken and the lead was explanted and replaced and the issue was resolved.